Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were experiencing increased pain due to their implantable neurostimulator (ins) shutting off. The patient stated that they tried to increase the settings and got an error message. It was noted that the issue occurred a day prior to the date of this report. The patient contacted a manufacturer representative and confirmed that the lightning bolt was not on, indicating that the ins was off. The patient mentioned that they never turn the device off. Troubleshooting steps were performed and the patient was able to turn the device back on. It was noted that the patient may have had something pressing against the ¿off¿ key and they inquired if that could cause the ins to turn off on its own. Indication for use is non-malignant pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomalies. During a long term monitor test both the returned and control device depleted to lock mode before the end of the test due to the higher parameter values programmed into the returned device and both devices functioned normally while on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that as a first step to resolve the device shutting off on its own issue, they were meeting with the manufacturer¿s representative to reprogram the device. As to what led up to the issue the only thing that indicated the device was off was the pain and that the device showed it was off. The patient indicated that they had to have surgery to replace the ins battery. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that they had their battery replaced in order to resolve the issues. The patient stated that there were no error messages. The patient reported that they were experiencing increased pain, so they tried to change programs and noticed that they didn¿t see the lightning bolt. At that time, the issue was resolved. It was further reported on (B)(6) 2017 that when the patient¿s healthcare provider (hcp) went to revise the area of their implantable neurostimulator (ins), they tried reconnecting it and it didn¿t work. The patient stated that they were told by their hcp and a manufacturer representative that the ins battery was defective. It was noted that every time the patient met with a manufacturer representative to get reprogrammed, there wasn¿t an error message.

Manufacturer narrative:
Analysis has not yet been completed. A(B)(4).

Event description:
Additional information was received by a manufacturer representative on 2017-03-24 regarding the procedure on (B)(6) 2017. It was reported that the patient had a pocket revision on (B)(6) 2017 but when impedances were tested after the implantable neurostimulator (ins) was moved contacts 8-15 in the existing ins showed out of range when an impedance check was performed multiple times. When the lead was tested with the multi-lead trialing cable (mltc) all contacts were within range. It was decided to use a new ins after multiple comparisons showed the ins contacts were out of range but were fine with the mltc. There were no reported environmental factors. It was reported that the issues resolved. The patient was alive with no injury. No further complications were reported. No further complications were reported. The patient¿ medical history includes phantom limb. The patient¿ weight was asked but would not be made available. Additional information was received from the health care professional (hcp) via the manufacturer representative on 2017-03-27 confirming that the implantable neurostimulator (ins) was being sent for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.